Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they need to know what type of leads they have implanted. Agent reviewed information. Patient said they had the implant replaced with a manufacturer device in (B)(6) 2024. Patient stated they could feel the ins burning and it felt like something was ripping. Patient also said their skin would turn red because it was hot. Pt stated the ins was burning from the inside out when it's turned on. Pt stated the issue is still happening even after the ins was replaced so hcp wants to take out the lead wires as well. Patient was recommended to leave it off until it's removed. Pss is sending the update that pt ins was removed